Event description:
Per the clinic the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced extrusion of the device into the external auditory canal. Explant and reimplantation is planned but has not taken place at the time of this report.